Manufacturer narrative:
Evaluation revealed the broken locking screw to be the primary product. The other items reported are considered associated products. None of the products reported was returned for examination; according to the product inquiry the product disposition is unknown. However, even without examination of the broken locking screw the root cause of the screw breakage could clearly be determined as user related (deviation from surgical technique). Failures in material or manufacturing of the locking screw were not found. The affected item reported was documented as faultless prior to distribution. Thus, we exclude deviations in material and manufacturing. The available information and the x-rays received were presented to a consulting health care professional (md and graduate technical engineer) who confirmed the following findings of the investigator regarding the reported event on request: poor fracture reduction; the chosen nail diameter of 8 mm was too low; according to the op-tech distally the 8 mm nail must be locked with (only) 4 mm (d) screws, whereas two of them shall be used; a single distal locking screw of 4 mm diameter could not withstand the load in such an unstable fracture situation and broke. The hcp further stated: ¿in this case a teenager with partly open growth plates was treated with an 8 mm tibia nail. This thin nail is not designed for full weight-bearing, in particular not with only 1 distal [4 mm] locking screw. If such a nail is used, then the patient has to relieve until clear signs of a stable callus formation are visible. This was also only partly the case with the second revision. Consequently, the screw breakage was caused by a clear user error resp. Patient error since the osteosynthesis material was simply overloaded.¿ based on the above the breakage of the locking screw is not linked to a deficiency of the device, but is rather considered user related (deviation from surgical technique) contributed by the patient (the patient has not followed appropriate instructions from the surgeon). Review of complaint history, CAPA databases and risk analysis did not identify any conspicuity. The review of the risk assessment for the failure mode indicated the issue was addressed adequately. There are no actions in place related to the reported event for the subject products. No non-conformity was identified.

Event description:
The customer reported that the patient had been implanted with locking screws in a procedure on (B)(6) 2016 and that the screws had broken. The patient required revision surgery on (B)(6) 2016. The customer reported that the procedure was a spiral tibial fracture.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device disposition is unknown.

Event description:
The customer reported that the patient had been implanted with locking screws in a procedure on (B)(6) 2016 and that the screws had broken. The patient required revision surgery on (B)(6) 2016. The customer reported that the procedure was a spiral tibial fracture.